Manufacturer narrative:
The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h6 medical device problem code, h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th march 2024, getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the side cover on the spring arm was broken off. Photographic evidence confirmed that issue and indicated that cover pieces were missing. According to the information provided by getinge technician the damage was caused by mishandling of the user. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 19th march 2024, getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the side cover on the spring arm was broken off. Photographic evidence confirmed that issue and indicated that cover pieces were missing, also that paint was peeling from the headlight. According to the information provided by getinge technician the cover damage was caused by mishandling of the user. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous h6 medical device problem code: material integrity problem/break//1069. Mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: material integrity problem/break//1069. Mechanical problem/detachment of device or device component//2907. Material integrity problem/degraded/peeled/delaminated/1454. Previous h6 component codes: mechanical/cover//772. Corrected h6 component codes: mechanical/cover//772. Mechanical/coating material//4768. Getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the side cover on the spring arm was broken off. Photographic evidence confirmed that issue and indicated that cover pieces were missing, also that paint was peeling from the headlight. According to the information provided by getinge technician the cover damage was caused by mishandling of the user. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant this event (paint chipping) is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advances and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning products must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. The analysis for cover is following: about the spring arm cover broken, there is no doubt that this is the result of a violent shock with another device (misuse). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 19th march 2024, getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the side cover on the spring arm was broken off. Photographic evidence confirmed that issue and indicated that cover pieces were missing, also that paint was peeling from the headlight. According to the information provided by getinge technician the cover damage was caused by mishandling of the user. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 19th march, 2024 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the side cover on the spring arm was broken off. Photographic evidence confirmed that issue and indicated that cover pieces were missing. According to the information provided by getinge technician the damage was caused by mishandling of the user. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.